Manufacturer narrative:
Issues with interpretation of results near the cut off value for the assay can occur due to the rounding behavior of the analyzer software. Data from the analyzer needed for further investigation was not provided, therefore a specific cause could not be determined. Product labeling for the analyzer describes this behavior. There was no evidence of malfunction of the device. The customer did not use the required rack adapters for 13 mm. Diameter tubes. Based on calibration and qc data, a general reagent issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-hbc ii immunoassay on a cobas 6000 e 601 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with a value of 1.00 coi, but the analyzer software interpreted this value as non-reactive instead of reactive. Samples with a cut off index of 1 are reactive with the anti-hbc ii assay. The sample was repeated on (B)(6)2019, resulting with a value of 0.962 coi, which was correctly interpreted as reactive. The anti-hbc ii reagent lot number and expiration date were requested, but not provided.